Event description:
Customer reported high blood glucose while wearing her insulin pump. Her blood glucose was 335 mg/dl. She treated with five units of insulin through her device after an infusion set change. She experienced no symptoms of high blood glucose. Customer has another insulin pump as a back up plan. The drive support cap appears normal. There were no air bubbles in the tubing. The device's history is correct. The cannula is not bent. The device alarmed no delivery during the high pressure test. She was advised to monitor her blood glucose and device and call back if the issue persists. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.